Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced hyperglycemia with a blood glucose of 341 mg/dl about an hour after eating and received an infusion set expired alert; the user was asymptomatic, noted the pump began correcting, planned an infusion set change at home, and glucose subsequently trended down to 194 mg/dl, with the device problem and implicated component not specified due to insufficient information. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, and the device problem and component could not be determined due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.